Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and the data base and determined the cause of discordant low vitamin d results was due to the wash 1 line that was dry. The fse primed all the lines. The instrument is performing within specifications. Further evaluation of the instrument is not required.

Event description:
Discordant low result for vitamin d was obtained on an advia centaur xp instrument. The customer was running correlation study between two lots and obtained one result that was low. There are no known reports of patient intervention or adverse health consequences due to discordant d results.